Event description:
It was reported that, during a regular follow-up, the programmer session ended abnormally while the user was reviewing the arrhythmia episodes.

Event description:
It was reported that, during a regular follow-up, the programmer session ended abnormally while the user was reviewing the arrhythmia episodes.